Event description:
It was reported while using bd vacutainer® sst blood collection tubes an unspecified number of tubes exhibited red blood cells in gel(poor barrier separation), gel smearing, and fibrin. There was no health impact or consequences reported.

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, gel smearing, and fibrin was not observed. The photos show that the gel barrier does not contain excess red blood cells. Additionally, 200 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst blood collection tubes an unspecified number of tubes exhibited red blood cells in gel(poor barrier separation), gel smearing, and fibrin. There was no health impact or consequences reported.